Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. For the first firing for the rectum resection, connected the reload to the adapter. Checked the opening and closing of the jaws, and the indicators for the handle, adapter, and cartridge were normally illuminated. The surgeon inserted the device through the trocar and articulated the jaws. However, the status indicators were illuminated blue and the device did not react at all. As the surgeon could not return the jaws to the straight position, removed the device while the jaws were still articulated from the trocar by force. Re-set the powered stapling handle and connected the previously used reload and repeated the same device operation as before. However, the same event occurred and the surgeon had to remove the device with the articulated jaws from the trocar by force. Replaced by a manual stapling handle. Connected the original reload and the firing was completed with no problem. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. After investigation it was found that the handle functionally tested within specifications. However, the investigation identified consecutive ¿drive_ motor_stop_quad_fail¿ error codes were present in the event log for previous uses, humiseal was not properly applied within the device, and the device was found to not operate within device specifications when the circuit board was exposed to moisture. After extensive testing, the root cause for the ¿drive_motor_stop_quad_fail¿ codes in the event log were unable to be reliably determined. However the root cause for the improper application of humiseal within the device was due to an error in the manufacturing process. This area was missed during the humiseal application process. Corrective action has been initiated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.